Event description:
Event: post implant fem-fem bypass. Cade details: the patient was implanted in 2002. One week later, the patient presented in the emergency room with an occluded limb. A fem-fem bypass was performed to treat the graft limb occlusion. The patient was reported to be in good condition.